Event description:
Scheduled procedure was novasure endometrial ablation possible myosure. First, myosure classic was used to resect a uterine fibroid. Then it was too small, so a myosure xl was opened. The first myosure xl wasn't working properly according to surgeon, so a second myosure xl was opened. Reference mw5055972 and mw5055973.